Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a sudden loss of therapy. The hcp stated the patient had a bump above their sacral area and has had it for three weeks. The hcp also reported that impedances were showing >4000ohms besides 01 showing 1049ohms. There was no known activity or event that prompted that issue. It was further stated that they had imaging done and they didn¿t see an issue with the lead. The hcp stated when she interrogated the ins on the day of the call, the ins was off and they had to turned the ins back on. When she turned the ins on, the patient still did not feel stimulation. The hcp noted turning stimulation up on every program but patient felt nothing (from 1.4v to 3.8v). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.